Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation (bsc) that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation (bsc) that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Investigation results: the returned hurricane rx dilatation balloon was analyzed and a visual examination found no damage to the catheter or balloon of the device. Microscopic evaluation of the device revealed that the balloon had a pinhole located approximately 30 mm from the tip of the device. There was no other damage observed on the device. The device was connected to an alliance inflation system for functional testing. Functional testing found that the balloon could be inflated but was unable to hold its pressure due to the pinhole located in the proximal section of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of the balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or anatomical factors. It is possible that factors encountered during the procedure, such as the interaction with any sharp surface, during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.